Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected battery out limit alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was 194 mg/dl. The customer stated that the light on the insulin pump was not turning on when the down arrow was pressed. The customer also reported that the act button was acting up intermittently and they were unable to rewind the insulin pump. They customer mentioned that the time on the insulin pump was advancing. The insulin pump also received battery out limit alarm and they were able to clear the alarm. The insulin pump will be returned for analysis.